Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An event involved a a chemolock bag spike with additive port, 5 units where the customer reported that the product had random showing of what looks like uv glue in tubing, and detachment of the port on the 13 which led to a leak of cyclophosphamide there was patient involvement and no harm/adverse event reported. This occurred 2 times.